Manufacturer narrative:
The reported complaint of "unit drags & eventually stops by displaying ua17 (motor on for too long during active operation)" on the autopulse platform (sn (B)(4)) was confirmed during functional test and data archive review. It was determined that the root cause was due to a defective drivetrain motor. To remedy the issue, the drivetrain motor was replaced. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured in april 2009. The device has been operating for over 9 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to ua17 (motor on for too long during active operation) displayed upon platform power on. During archive data review, error message ua17 was identified on the date the issue occurred. Thus, confirming the reported complaint. Also, unrelated to the reported complaint, ua7 (load imbalance between left and right sides of the load plate) was identified. Per standard service process, the load cells was replaced to remedy the issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) drags and eventually stopped working by displaying ua17 (motor on for too long during active operation). User weren't able to clear error message. No patient involvement.